Manufacturer narrative:
The unit passed displacement test; it failed self test. After further review, did not note any evidence of previous moisture presence or corrosion on the electronic boards, assemblies, or the motor itself. Self test returned an unexpected hardware low level failure alarm. Hardware low level failure alarm is confirmed in the formatted history file due to a loose connection or a cold solder joint at u1 keypad assembly. No unexpected audio, vibrate anomaly, absence of alarms were noted during testing. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had moisture in display. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.